Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional information was received which stated, "the product has not been returned and unfortunately no picture is available. We have not been informed how many patients were involved in the incident. We have not been informed whether the two devices were replaced and reinserted into the patient(s) in place of the ones that malfunctioned." No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. There are three (3) cases associated with this product, therefore a separate FDA form 3500a has been generated to address the other two (2) cases. Reported to the FDA on (B)(4) 2014.

Event description:
The nursing staff had a lot of difficulty flushing two devices and on one occasion the blue port broke off.